Event description:
Livanova deutschland received a report that the flow values of the essenz device are too high during a procedure. There is not report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H11: livanova deutschland manufactures the essenz hlm. Customer has replaced the sensor with his replacement sensor. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.11 the complained flow sensor was returned to livanova and investigated. Upon visual inspection, the flow sensor did not reveal any signs of external damage. Functional test was conducted. The flow sensor was connected to essenz hlm and it was assigned to arterial role. A second flow sensor was put in series and used as a control. A 0 flow condition was established and the complained flow sensor shows fluctuations in its reading. In addition, due to flow fluctuations above 0.3 l/min, the flow sensor couldn't be calibrated. Based on the investigation results, the issue has been confirmed and traced back to a faulty sensor. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.